Event description:
It was reported the lead moved up when the cannula was removed. It was later reported the manufacturer representative thought to the "best of their knowledge" that the issue was overcome during surgery without adverse effect to the patient.

Manufacturer narrative:
(B)(4).